Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's mother changed the cannula and not the reservoir 2 days ago. Customer 's blood glucose was still high at 31 mmol/l. Customer's mother stated that he treated with a 7 unit injection. Customer stated that he feels fine. Customer has contacted their health care professional for their high blood glucose. Customer stated that the drive support cap appears normal. Customer found no air in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer did not find a leak. Customer's settings were found to be correct. Customer had a no delivery alarm in the alarm history. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change.